Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0lryy, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0ajew, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The consumer reported that the patient had a skin tear in his left chest from the implant of the implantable neurostimulator (ins). This occurred in (B)(6) 2015 and a new ins was placed in (B)(6) 2015. It was unclear which ins caused the tear in the left chest as there was no previous record of an ins on that side or an implant around (B)(6). The patient's indications for use were parkinson's dual and movements disorders. The ins involved with the event and how the skin tear occurred was unknown, so additional information was requested. If additional information is received a supplemental report will be sent.